Manufacturer narrative:
Product ID 3389s-40, lot# va05216, implanted: 2015 (B)(6); product type lead product ID 3389s-40, lot# va05216, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had three epileptic or transient ischemic attack (tia) episodes in the last two months since the interstim device was on. The patient referred to tia as ¿mini strokes¿. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent. Information unrelated to this event was included in a several separate pes. (B)(4).